Manufacturer narrative:
(B)(4). The reported condition of colleague infusion pump with failure code 814 was not confirmed because the device was not available for evaluation. The assignable root cause is unknown and no repair was done to fix the reported condition. A service history review revealed that this device has not been serviced for the reported condition prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code "814". It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. The user interface module master software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being returned for evaluation at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.